Manufacturer narrative:
Concomitant medical products:: 4193 lead, implanted: (B)(6) 2006; 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to receiving shocks. An interrogation noted that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for noise, oversensing, high rate non-sustained episodes and non-sustained ventricular tachycardia episodes. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.